Event description:
The customer reported that a scope communication error (b30) occurred with the evis exera iii bronchovideoscope. No adverse effects to patient reported.

Manufacturer narrative:
Olympus has requested additional event information from the customer. No response has been received at this time. The device was returned for evaluation. During testing, the reported issue was confirmed: the device relayed no image and showed a scope communication error (b30). The functional testing also showed the device failed leak testing due to damage at the instrument channel and the bending section cover. In addition, switch buttons 1 and 4 did not work and the exera ID chip did not relay any use data. Finally, the bending angles for the up/down directions were within specifications but on the low end. Visual examination found the following issues: the bending section cover adhesive was cracked; the bending section was dented and needed aeration; and the insertion tube was dented. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be physical stress that was applied to insertion section during user handling. It damaged image sensor unit, leading to display of error message. The event can be prevented by following the instructions for use which state: important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information: the event occurred during preparation for use.